Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report failure to remove the clip from the chordae and the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was very challenging and it was noted that the echocardiographer on site was not trained to do the mitraclip procedure. One clip was implanted, reducing the mr to 3+. The second clip delivery system (cds) was advanced to the left atrium. While steering toward the left ventricle, it was noted that the cds was curved more than 90 degrees, but after the physician was advised of the excess curve, some m-knob was released and this was corrected. It was noticed that the delivery catheter was bowing approximately 100 degrees. The clip then became caught in the medial chordae. The clip was attempted to be inverted, but the clip would not fully invert, and would not fully close. There was a lot of tension on the device and the catheter appeared bent. The grippers were down while the gripper lever was raised, and it was believed that there was a gripper line break. Troubleshooting was performed, but the clip could not be freed. No further clips were attempted, and the patient was sent to mitral valve replacement surgery. During surgery, the second clip was deployed in the chordae, and the cds was removed. The surgeon then removed both clips from the anatomy. It was confirmed that the gripper line had separated in two pieces. Everything was removed from the anatomy. The patient was confirmed to be stable after surgery and is recovering. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip system component, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the IFU states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. Raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5cm beyond the mark may damage the gripper cover and impair cds performance. Lastly, do not make substantial clip arm orientation adjustment in the left ventricle (lv). Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. Always ensure that either the grippers are raised or that the clip is closed while in the lv to avoid potential cardiac injury. The investigation determined the reported dc shaft bend and gripper line break were a result of user error; the difficulty positioning the device and gripper actuation issue were likely secondary effects of these issues. Furthermore, the clip becoming caught in the chordae appears to be a result of user error and due to difficult imaging and advancing the clip into the left ventricle with the grippers lowered. In addition, the reported posterior leaflet flail likely influenced the clip becoming caught as well. Lastly, the reported clip actuation issues (unable to fully open/close) were likely secondary effects of the clip becoming caught in the chordae, as additional tension on the clip can prevent full clip arm actuation. The reported foreign body left in the patient appears to be a result of procedural conditions, as the clip could not be freed from the chordae and was implanted on the chords. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.